Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the equipment did not perform the flaps completely, generating adhesion and there was a need to convert the procedure in one of the patients.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative, examined the system. And noted, an alignment nonconformity that may have contributed to the reported event. To resolve the issue, the company service representative, optimized the cavity and delivery system. The system was then tested and met all product specifications. The root cause of the reported event is attributed to wear/reliability issues within the system. The manufacturer internal reference number is: (B)(4).